Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/14/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed an unexplained reboot on 01/03/2015 at 17:07; deliveries were never resumed. The pump¿s total daily dose history was appropriate for the user programmed basal rates. Two battery compartment cracks were observed. The returned battery cap threads were damaged and the cap was unable to secure properly to the pump; a power issue was experienced during investigation. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour test without issue or alarm. The pump passed a delivery accuracy test. There was no evidence of damage or defect to the pump¿s internal components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose was 600 mg/dl with polydipsia and polyuria on an unspecified date. The reporter noted the patient was suffering from the stomach flu virus. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked; the battery cap was able to be properly secured; there was no evidence of moisture ingress. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was related an intermittent power issue.